Event description:
Technician alleged that the left caregiver side rail had no function. No patient impact.

Manufacturer narrative:
The technician found that fluid was splashed onto the caregiver controls on the left side rail. The technician replaced the left side rail power control board to resolve the issue.